Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump battery lasted less than 7 days and the insulin pump had scratches on the screen made difficult to read. The customer reported the clip was broken, had received unexplained random no insulin delivery alarms, and the pump had more frequent calibrations than usual and lost sensor connectivity. No further details were provided. Troubleshooting could not be performed by the customer. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08705 inches. No unexpected insulin flow blocked alarms or battery/power alerts/alarms were noted during testing. Successfully downloaded the trace and history files using thus. The pump was programmed with a guardian link 3 transmitter and test plug. The pump was calibrated to the programmed test values properly. The pump was monitored for seven (7) days while connected to the transmitter and test plug. The sensor lasted seven (7) days (170 hours) before the pump received a sensor expired alarm (sensor aging within specification). The pump entered auto mode during the monitoring period without any errors or excessive calibration requests. The pump calculated the sensor age properly, auto mode operated properly, no excessive calibration request, lost sensor or sensor signal not found alerts, or additional sensor anomalies noted. Test and displacement test. Successfully downloaded the trace and history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. A review of the pump history file reveals no excessive or unusual power/battery-related alarms and the following no delivery (insulin flow blocked) alarms were recorded on 6/11/2023: 6/11/2023 17:37:46 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. 6/11/2023 17:38:31 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. 6/11/2023 17:39:24 alarmalertnotification (40) faultnumber: nodelivery (7) during a bolus wizard delivery. 6/11/2023 17:40:47 alarmalertnotification (40) faultnumber: nodelivery (7) during a prime/fill delivery. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, minor scratched lcd window, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. Function testing summary: insulin flow blocked alarm complaint is not confirmed. Battery lasting less than expected anomaly is not confirmed. Auto mode difficulties (excessive calibration request) and lost sensor connectivity are not confirmed: the pump calculated the sensor age properly, auto mode operated properly, no excessive calibration request, lost sensor or sensor signal not found alerts, or additional sensor anomalies were noted. Cosmetic damage on the lcd window (scratched) is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
The insulin pump was returned for analysis.